Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a new meter and wanted to have it talk to his insulin pump. The customer's blood glucose level was unknown. The customer had added meter to the insulin pump. Meter was not set up. The insulin pump will be returned for analysis.